Event description:
The patient arrested in the ambulance en route to the ed. A femoral tlc (triple lumen catheter) was placed in the ed and the patient was transported to the ICU. A guide wire was seen on the chest x-ray and the patient was taken to ir (interventional radiology) where a line exchange was completed. The guide wire had stayed in the original catheter lumen and was removed with the catheter during the line exchange. There was no patient harm. The patient discharged four days later.